Event description:
During a volume reduction procedure, the device did not staple properly and bleeding occurred. The surgeon applied suture to correct the condition without pt injury.

Manufacturer narrative:
The product was not returned to the MFR for evaluation.